Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent loss of capture. After repositioning, capture thresholds were approximately 1.5 v - 2.0 v, .5 ms. Impedances varied from 700 ohms to 1800 ohms. Therefore, the device was replaced.